Manufacturer narrative:
The tech found the side rail support arm bracket is broken in half and not able to support the side rail to latch. The tech did not know how the side rail support arm bracket had gotten broken. The technician replaced the side rail support to resolve the issue.

Event description:
The tech alleged the side rail was dangling from the bed frame. No patient impact.